Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the image issue was caused by a faulty cable. However, the specific cause of the faulty cable could not be determined at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) ¿never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ¿ olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported (on behalf of the customer) that the hd autoclavable camera head displayed e216 and b30 (scope communication error). The issue was found during preparation for use before a therapeutic ( laparoscopy). The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and one customer's allegation about the b30 error (scope communication error) was confirmed. The device evaluation found a b30 error displayed due to a faulty cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.